Event description:
Boston scientific crm received information that this patient developed an infection. The patient was transferred to a different hospital to have the entire pacing system removed from service.

Manufacturer narrative:
As of this report, there is no additional information regarding the explant procedure. This event will be updated should further information become available.

Event description:
We received additional information from the boston scientific crm sales representative (sr) indicating the entire pacing system was removed and replaced with a competitor system. The sr confirmed the explanted pacing system would not be returned as it was sent to hospital pathology for testing.